Manufacturer narrative:
The customer's hospital department "repaired" the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The reported adverse event of patient experienced a drop in blood oxygen saturation to 75% (as indicated by the monitoring system), accompanied by rapid breathing, the ventilator alarmed, indicating "risk of re-breathing co2" and "insufficient tidal volume," with the measured tidal volume being 71ml, the device was replaced (unspecified make/model) and the patient's blood oxygen saturation gradually increased to 90% and their condition stabilized was reviewed by the pms clinical expert. This adverse event has been assessed as a serious injury with a harm severity 3. After the hospital equipment department repaired the air flow sensor, the equipment resumed normal use. Based on the information currently provided and available, this event is assessed as having confirmed device cause/contribution to the adverse event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for a low league co2 rebreathing risk occurred. The device was in use on patient at the time of the reported issue was discovered. The patient's blood oxygen saturation had dropped down to 75% and was accompanied by rapid breathing. The ventilator then alarmed which indicated risk of rebreathing c02 an insufficient tidal volume, with the measure tidal volume being 71 ml. The device was then swapped out with a different device, and parameters were adjusted according to the patient's condition. It was reported that with active intervention the patient's blood oxygen saturation gradually increased to 90% and the patients conditioned stable layers after adjustments made. Further information is being requested and if/when received a follow up submission will be completed.